Event description:
It was reported the patient had a cardiac arrest requiring cardiopulmonary resuscitation and external shock. The device recorded two ventricular tachycardia episodes that appeared to have been triggered by the device algorithm. The device remained in use until the patient was upgraded to a defibrillator. During the replacement procedure, the atrial lead was found to have no sensing and high capture threshold which was noted to be a significant variation from the pre-operative function. The chronic atrial lead was removed and replaced with a new atrial lead, however extensive scarring was noted in almost all areas of the right atrium. After the wound was closed, the atrial lead was found to be dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and analysis found no anomalies. It was also noted that the distal end was covered in blood, the distal and proximal conductor was covered in blood (not distorted), the lead insulation had a cosmetic depression and was melted, the lead insulation was also noted to be cut, the lead conductor was noted to be melted, and apparent explant damage was noted.

Event description:
It was reported the patient had a cardiac arrest requiring cardiopulmonary resuscitation and external shock. The device recorded two ventricular tachycardia episodes that appeared to have been triggered by the device algorithm. The device remained in use until the patient was upgraded to a defibrillator. During the replacement procedure, the atrial lead was found to have no sensing and high capture threshold which was noted to be a significant variation from the pre-operative function. The chronic atrial lead was removed and replaced with a new atrial lead, however extensive scarring was noted in almost all areas of the right atrium. After the wound was closed, the atrial lead was found to be dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.